Event description:
It was repported to philips that the heartstart mrx device failed the ops check. There was no reported patient involevement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx defibrillator indicating the device failed the operational check the fse evaluated the device on site. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The fse found the device passed the operational check. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.